Event description:
A percutaneous coronary intervention was performed for a lesion in the posterior descending artery. A stent was implanted in the lesion and imaged with an intravascular ultrasound (ivus) catheter. The physician commented that the stent may not have been well opposed. Upon removal of the ivus catheter, it had become stuck on the mid part of the stent and withdrawn with torquing. During the attempt to withdraw the catheter, the guidewire moved distally and perforation occurred. Balloon dilatation attempted, but it was unable to stop the bleeding. Adipose was taken from the patient leg, physician attempted to embolize the perforation with the adipose, but bleeding continued; a coil was embolized. The patient is reported to be in ¿good¿ condition.

Event description:
A percutaneous coronary intervention was performed for a lesion in the posterior descending artery. A stent was implanted in the lesion and imaged with an intravascular ultrasound (ivus) catheter. The physician commented that the stent may not have been well opposed. Upon removal of the ivus catheter it had become stuck on the mid part of the stent and withdrawn with torquing. During the attempt to withdraw the catheter the guidewire moved distally and perforation occurred. Balloon dilatation attempted, but it was unable to stop the bleeding. Adipose was taken from the patient leg, physician attempted to embolize the perforation with the adipose, but bleeding continued; a coil was embolized. The patient is reported to be in "good" condition.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same lot. During investigation, bloodstain was observed inside of the distal tip assembly and fluid was observed inside the telescope assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The guidewire exit port was lifted 1.0mm long. The guidewire that was used during procedure was not returned. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing, no image appeared in the system due to electrical open at distal, which is unrelated to the reported event. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: "never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the observed condition of the device, and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. It cannot be definitively determined how the reported perforation occurred. Vessel perforation is a known and anticipated procedural complication to these types of procedures and are listed as such in the device dfu.

Manufacturer narrative:
(B) (4) new code request has been submitted for stuck in stent.